Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed; however, the exact cause is unknown. The product returned for evaluation was one 4fr sl groshong catheter with inlaid stiffening stylet. Microscopic inspection of the returned catheter revealed a longitudinally aligned split proximal to the valve. The split was observed to be slightly curved and uneven. Inspection of the fracture surfaces found that they had a granular texture. Superficial impression were observed on the inner wall of the catheter around the observed split. In combination with the curved portion at the distal end of the tear, these impressions formed a circular shape which appeared to match the shape and size of the stiffening stylet tip. Based on the observed features, it is possible that the stylet tip caused the observed damage. However, it could not be determined when or how this occurred. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, before catheterization, the operating nurse checked the patency of the catheter and found that there was a leak near the valve and not to the valve, so the catheter was stopped. No other information was provided.

Event description:
It was reported, before catheterization, the operating nurse checked the patency of the catheter and found that there was a leak near the valve and not to the valve, so the catheter was stopped. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a groshong nxt was returned for evaluation. An initial visual observation of the video showed drops of clear liquid on the body of the catheter, proximal to the location of the valve. No details of the damage to the catheter could be discerned from the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.